Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a motor error alarm. After customer rewound and primed insulin pump, customer received a no delivery alarm. Customer's blood glucose was 299 mg/dl. Troubleshooting was performed and insulin pump passed displacement test. Alarm history showed one motor error alarm and no compromised forced sensor alarm. Customer mentioned to have been in the intensive care unit in the past due to insulin pump issues; customer reported adverse event. Infusion set would be returned for analysis.